Event description:
On (B) (6) 2010, the patient reported an e6 (mechanical) error was displayed on the infusion device after bolusing. He began the change cartridge procedure and when the piston rod retracted he noticed an unusual noise and e10 was displayed. He stated the piston rod seemed "sluggish." He changed the battery and the issue recurred. He stated his blood glucose was elevated to 169 at 6:00am due to the errors. His normal morning blood glucose level is less than 100 mg/dl. At the time of the report his blood glucose measured 223 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.